Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler .a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) registered nurse (rn) that a liberty select cycler powered down during step 3 of setup. The nurse had a patient in training with the cycler at the clinic. The screen was blank. The power cord was securely plugged in and the power switch was in on position. There was no light on cycler buttons. There was sound when ok/stop buttons were pressed. Turned off power switch, unplugged cycler, plugged into a different outlet, cycler came back on but the screen stays blank. The nurse was advised to discontinue the use of the cycler. The event was an out of the box failure. The cycler was returned to the manufacturer and a replacement cycler was provided. The patient was not connected during the event. There was no harm to the patient. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.